Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 35 mg/dl. Low bg cause was not known. Paramedics administered a glucagon injection to address the issue and customer went to the emergency room. Customer was treated with intravenous saline and glucose and was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.